Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received two no delivery alarms on the insulin pump. The customer also experienced continuous high blood glucose. The customer's blood glucose was 420 mg/dl. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.